Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the axes controller platform (acp). The system was tested and verified as ready for use. Isi has not received the acp to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted pancreatectomy surgical procedure, a recoverable error 32101 occurred repeatedly when attempting to relocate the patient side cart (psc), with no patient present in the operating room. Troubleshooting began by performing two hard power cycles, but the error persisted. The only way to resolve the error was to disable boom and cart drive, although the boom position was insufficient for the procedure. The procedure was aborted to another patient side cart.